Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valves leaked during an unknown quantity of eye surgeries. Additional information and product samples have been requested for this event. No updates have been received at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received regarding the reported event. It was indicated that the there was no patient harm.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. The final product lot was identified. A device history record review for the lot was conducted. The product was released based the manufacture's acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice.(no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection.) The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).